Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 01, 2021.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to tip fold over of the electrode array. The patient was re-implanted with a new device during the same surgery.